Event description:
When surgeon inserted a 5mm scope through the trocar (5mm covidien versaport, catalog onb5stf) the gas seal (white ring) came off and fell into the pt's abdomen. It was retrieved and sent to sterile processing department manager. There was no harm to the patient.device #1is this a laboratory device or laboratory test?no.